Event description:
On april 23, 2007, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter was not allowing a blood test to start and was just showing an "apply sample" symbol. The pt has had the meter for about 1-2 years. About a year ago, the alleged meter issue started occurring. At that point, the pt stopped testing his blood glucose. He was supposed to be testing his blood glucose, once in the morning and evening time. Within the past year, the pt tried testing his blood glucose one other time but encountered the alleged meter issue again. About 4-5 weeks ago, the pt visited his doctor for an unspecified reason. He was prescribed "altace, metformin, actos, and lipitor." Although he had visited his doctor at that time, he still was not testing his blood glucose because of the meter issue. Five days earlier, the pt started having symptoms of feeling dizzy, sleepy, and could not walk. Although the pt could not test his blood glucose during the time that he had symptoms, he continued to take his medications as prescribed. Two days lter, the pt ended up going to a hospital because of the symptoms and meter issue. The hospital tested his blood glucose with an unidentified hospital meter and a result of "400 mg/dl" was obtained. The pt was hospitalized for "about 1 week" according to the reporter. He rec'd IV fluid treatment. After being discharged, the pt was prescribed "regular" insulin. The customer care advocate (cca) attempted to walk the reporter through 2 control solution tests. The alleged issue was not resolved. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt alleged that he stopped testing his blood glucose about a year ago due to the alleged meter issue and later developed symptoms suggestive of high blood glucose, sought medical attention, rec'd a result of "400 mg/dl," and required IV treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.